Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can. No other anomalies were found.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Upon review of the transmission, it was noted that the right ventricular (rv) lead exhibited oversensing of noise which resulted in short runs of pacing inhibition. The rv lead was explanted and replaced during a scheduled explant procedure. The patient was in stable condition throughout.